Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated confirming the clinical observation, the device was not interrogatable. However, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. During the further course of the analysis the pacemaker was reset using a technical programming tool. Subsequently an interrogation of the device was properly feasible. The pacemaker was subjected to a complete final acceptance test and proved to be fully functional. There was no indication of a device malfunction. In summary, the clinical observation was confirmed during analysis most likely caused by an invalid memory content. The root cause for the clinical observation was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manually triggered reset the pacemaker was fully functional. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR : the patient came to the clinic with pacemaker syndrome. The ECG shows vvi stimulation at 66. The pacemaker was not interrogatable. Also, there was no magnet rate on the ECG. Another programmer was used to try a manual interrogation without success. It was decided to explant the device.